Event description:
The physician was attempting to implant a 3.0mm diameter x 12 mm length endeavor resolute rapid exchange (rx) coronary stent system. It was reported that physician¿s attempt to insert the stent was unsuccessful as the stent could not pass the lesion. Upon removal, it was noted that the stent struts appeared damaged. The target lesion is reported to have exhibited 90% stenosis and moderate calcification. Communication from the account confirmed that the lesion was not pre-dilated prior to the attempted delivery of the endeavor resolute device. It was also confirmed that force was used in attempts to deliver the device. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval: results - (lesion morphology), (target lesion not pre-dilated), (failure to deliver the stent, stent damage). Conclusion: (lesion morphology), (target lesion not pre-dilated). Eval summary : the device was returned to medtronic galway for eval. There was slight kinking on the shaft of the device. There was no damage to the tip of the device. The stent was positioned as per spec on the balloon. The 5th and 6th distal stent segments were damaged with 2 stent struts on the 6th segment raised and pulled in a distal direction.